Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: unk-cv-sr-endur-ii, s/n: unknown; use by date; unknown, upn# unknown, implant date (B)(6) 2024. Film evaluation summary: the reported type iii separation endoleak was confirmed on the films provided. It is likely that an overinflation of the reliant balloon may have been a contributing factor causing the stent grafts to separate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an 92mm abdominal aortic aneurysm. It was reported during the index procedure, the bifurcated graft was implanted and the etlw1616c82ee limb was implanted within the ipsilateral leg of the bifurcate. It was noted that a type iii separation endoleak occurred during ballooning. There was no damage noted to the delivery system prior to insertion into the patient. A new stent graft was implanted to cover the area. Per the physician, the cause of the event was due to product failure. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
D10; endurant bifurcate device details received : model: etbf3616c145ee, sn (B)(6); use by date: 2025-05-17 upn#: 00643169781245 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.